Event description:
Received user facility voluntary medwatch which states, "t-extension connected the hub of an IV access catheter and at the time of flushing, leaking was noted at the site of the connector to the rubber piece. Blood and saline leaked". There was no indication of adverse patient effects. Multiple telephone calls were made to the report source during the last three weeks on previous issues but no response has been received.